Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 11/24/2015 for investigation. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection identified physical damage on one of the top cover's wire strands. In addition, the top plate cover was torn. The autopulse platform is a reusable device and was manufactured on august 2008. Therefore, this type of physical characteristic of normal wear and tear for the life of the device. A review of the archive data found the user advisory (ua)2 (compression tracking error) occurring on the reported event date of (B)(6) 2015 thus confirming the reported complaint. The archive review also showed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large), which is unrelated to the reported complaint. Upon starting the autopulse platform for functional testing the ua2 and ua7 were displayed. The power distribution board was replaced to resolve the ua2 system error. One of the load cells was replaced to resolve the ua7 error message. Based on the investigation, top, front and bottom covers, load cell module 2, shoulder screws, and power distribution board were replaced. In summary, the customer's reported complaint was confirmed and resulted from a defective power distribution board. Upon repair, the autopulse platform passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported during patient use that the autopulse platform operated normally for about 7-10 minutes and then stopped and displayed a user advisory (ua) 2 (compression tracking error) message. No adverse patient sequelae was reported. No additional details were provided.